Manufacturer narrative:
Investigation details: testing was completed, and the device meets specifications. The complaint is not confirmed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, 2 devices would not cut. A replacement unit was used to complete the procedure. No information was provided as to which date the issue occuured. The hospital did not report any patient complications.